Event description:
It was reported that a display issue occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by mfg ¿ additional information h2 type of follow up: additional information/ device evaluation h3: device evaluated by mfg- additional information h3: evaluation included - additional information h6: additional information.

Event description:
It was reported that a display issue occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver will not turn on. A receiver boot test was performed and failed due to the receiver will not turn on. Functional tests were not performed due to the receiver will not turn on an internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver will not turn on. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.